Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Two endurant aortic cuffs were implanted for the treatment of a migrated stent graft with a type I endoleak and contained abdominal aortic aneurysm rupture. The aneurysm and vessel morphology at the time of implant are unknown. The patient presented emergently with abdominal pain. The CT revealed that the aortic neck is 28-31 mm in diameter, conical in shape, no angulation, and disease progression. The stent graft has migrated distally 8 cm with a large proximal type I endoleak and a contained rupture. The physician intended to implant two endurant aortic cuffs, the first aortic cuff. An endurant aortic cuff 32x32x49 was successfully implanted proximal to the migrated stent graft. The next device endurant aortic cuff 32x32x70 was inserted to the intended landing zone however as soon as the physician turned the deployment handle (no issues during the prep of the device, there were no issues during the wiping down of the device) the physician heard a noise but continued to rotate the handle however the graft cover was not moving therefore the stent graft was not deploying. The entire device was removed from the patient, it was noted outside of the patient, that half way up the outer graft cover it was separated in two pieces, in a circular pattern. The patient was treated with endurant aortic cuff 36x36x70 endurant aortic cuff, the migration and endoleak were resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, type I endoleak, aneurysm rupture); patient's condition affected effectiveness of device (anatomy related; disease progression; neck dilatation). Conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression; neck dilatation).